Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button covers were missing. The root cause for the contamination was ingress of an unknown liquid. There is no indication the strained cable or contaminated response button caused or contributed to the patient death as the patient was in a non-life sustaining rhythm at the time of passing. The system was able to detect asystole on the date of event. In addition, the latest available ECG recording strip (B)(6) 2023 6:31:45 am) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
The electrode belt and monitor were returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 08:32:20 on (B)(6) 2023. At 05:47:57 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole. At 05:49:52, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 05:50:55, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 05:51:20, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 06:46:46 on (B)(6) 2023.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 08:32:20 on (B)(6) 2023. At 05:47:57 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole. At 05:49:52, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 05:50:55, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 05:51:20, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 06:46:46 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.